Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer's blood glucose level was 120 mg/dl. Insulin was squirting out during the manual prime process. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test and unable to prime at during prime test due to cracked end cap. Insulin pump had missing end cap sticker, cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.